Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular procedure was being performed when the issue occurred. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the c-arm was unable to perform propeller geometry movements. To resolve the issue, the fse deactivated propeller movement brake, moved to start position and performed geometry calibrations and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm propeller was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.